Event description:
It was reported during left vertebral artery stenosis the subject stent was delivered to the lesion site but could not be deployed. Angiography revealed that the subject stent was compressed and overlapping with the stenosis, partially deployed from the delivery system. Despite repeated attempts by the physician, the stent could not be deployed so the subject device was retrieved, and the procedure was concluded. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
F10 / h6 device code grid - updated. Section b1 adverse event/product problem - corrected- no product problem . Section h1 type of reportable event - corrected - no malfunction. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during left vertebral artery stenosis the subject stent was delivered to the lesion site but could not be deployed. Angiography revealed that the subject stent was compressed and overlapping with the stenosis, partially deployed from the delivery system. Despite repeated attempts by the physician, the stent could not be deployed so the subject device was retrieved, and the procedure was concluded. No clinical consequences were reported to the patient due to this event. Based on additional information received on 06-jun-2025, it is clarified that the subject stent was not out of the delivery catheter at any point in the procedure. No clinical consequences were reported to the patient due to this event.